Manufacturer narrative:
Findings: no motor error alarm noted. Unit was unable to prime during prime/a33 test due to moisture damage on fsr. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and peeling keypad overlay. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer didn't reported an e70 alarm. The customer reviewed alarm history for e70 and sees a no delivery alarm. The customer declined to troubleshoot for the no delivery alarm, he thinks it is due to motor error. The customer were able to rewind and fill tubing. The customer reviewed alarm istor for presence of e70 and motor error alarm and found a whole bunch from today. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the device with battery and zero out basal rate(s).